Event description:
Pt reported double pump malfunction on cadd solis pumps. Patient reported she completed a new mix and attached cassette to pump and after about 5-10 mins, her pump was alarming downstream occlusion. Patient then checked clamps and tubing and also stopped pump and started again as well as take batteries out of pump and replace them and she got the same occlusion alarm. Patient then switched to backup pump and made a new cassette and got the same down stream occlusion alarm using a new mix/cassette and backup pump. Sn of pumps per patient: (B)(6). Had nurse clinical educator join and she advised since patient is getting down stream occlusion on both pumps, she most likely has a central line issue and its recommended to go to the hospital. Position of pump unknown, no photos provided, continuous infusion, set flow rate/volume delivered unknown, position of pump unknown. No additional info. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes, did we replace device? No, since pt was instructed to go to hospital right away. Did the patient have a backup device they were able to switch to? Yes, but malfunctioned as well and pt was instructed to go to hospital. What is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device codes: 2423, 2281. Procode: frn. Ref report: mw5178590.